Event description:
It was reported that the customer was in the intensive care unit with possible pneumonia, 78/56 blood pressure and his white blood count was 33,000. It was not known whether the hospitalization was related to the insulin pump. Customer's blood glucose was reportedly not low. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.